Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated he has bent cannula . Customer's blood glucose was 224 mg/dl. Customer stated that the alarm was resolved by a complete set change. Customer requested reservoir and infusion set replacement. No further information provided.